Manufacturer narrative:
B3 - date of event: date of event was approximated to 10/01/2024 as the exact event date was not reported. G4 - additional premarket / 510(k): k222568.

Event description:
It was reported that device entrapment occurred. An opticross 18 was selected for use. During the procedure, it was noted that the catheter gets all twirled up and cannot be used again. Kink was also noted. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2024 as the exact event date was not reported. G4 - additional premarket / 510(k): k222568. The device was not returned for evaluation. However, an analysis was concluded based on the received photo of the complaint device. The media shows the imaging window twisted and kinked, and the imaging core was observed twisted. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that device entrapment occurred. An opticross 18 was selected for use. During the procedure, it was noted that the catheter gets all twirled up and cannot be used again. Kink was also noted. The procedure was completed using an alternate device. No patient complications were reported.